Event description:
It was reported that this right atrial (ra) lead exhibited noise as well as variable impedance measurements. No adverse patient effects were reported. This lead remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".